Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure on (B)(6) 2020, the equipment was damaged and devices could not be assembled. The nut wouldn't spin all the way down the trocar and the trocars are damaged not allowing the nut to spin down. New package was opened and surgery was completed successfully. Concomitant devices reported: blade/screw guide sleeve (part # 03.037.017, lot # 9422885, quantity 1), 3.2mm wire guide sleeve (part # 03.037.018, lot # 9301032, quantity 1). This report is for one (1) buttress/compression nut. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: part no.: 03.037.016 lot no.: 9423673 manufacturing location: haegendorf release to warehouse date: may 6, 2015 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the buttress/compression nut (part #: 03.037.016, lot #: 9423673) was returned and received at us cq. Upon visual inspection, the received compression nut is in a good condition with just some slight visible wear marks. No other issues were identified. Functional test: the functional inspection was performed on the returned devices at customer quality (cq). The buttress/compression nut (p/n: 03.037.016) was able to thread onto the blade/screw guide sleeve (p/n: 03.037.017) but failed to thread in completely as the proximal threads on the guide sleeve were damaged. The 3.2mm wire guide sleeve (p/n: 03.037.018) was able to be assembled into the blade/screw guide sleeve (p/n: 03.037.017) with very slight resistance. Can the complaint be replicated with the returned devices? Yes, due to the damaged threads on the guide sleeve. Dimensional inspection: the received condition does not agree with the complaint description and is not confirmed as no issues were observed on the returned device that could have caused the complaint condition. So, the dimensional inspection was not performed. Document/specification review based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed: buttress / compression nut complaint confirmed? Yes, but the cause cannot be traced to the buttress/compression nut as the mating device (blade/screw guide sleeve) was noted to be damaged and it will be investigated. Investigation conclusion the complaint condition is confirmed but, the cause cannot be traced to the buttress/compression nuts as the threads for the blade/screw guide sleeve (p/n: 03.037.017, lot #: 9422885) were damaged, which could have contributed to the complaint condition. There is no indication that a design or manufacturing issue has caused the issue. The root cause is determined to be unintended forces applied on the threads. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.